Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 1300 mg/dl, they experienced "kidney damage" and "cardiac arrest"; timeline was not clear. On (B)(6) 2024, customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider and was subsequently admitted to the intensive care unit. Customer was treated with intravenous insulin and other fluids; nature of fluids was not known, dialysis, and "heart care treatment", resolving the issue with no permanent damage. Customer still in hospital at time of report so no release date could be obtained.